Manufacturer narrative:
During inspection and testing, the reported issue (blurry image) was not confirmed. However, it was observed the image was rough, and there was a black scratch on the video, due to breakage of the ccd (charge-coupled device) unit. In addition, service found the connecting tube was dented, the ultrasonic cord was corrugated, the electric contact of the ultrasonic connector was worn, the bending angle in up direction was out of specification due to wear of the angulation wire, and the electrical connector was corroded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was displaying a blurry image. The reported issue occurred while preparing a subject device, prior to an unspecified diagnostic procedure. The intended procedure was completed using another device without a delay. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the coating on the connecting tube was peeling off. This report is being submitted for the malfunction found during evaluation (coating peeling off).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress, handling, or other issues. Olympus will continue to monitor field performance for this device.